Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro endoscopic vessel harvesting system turned red hot while in the off position. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 24, 2010, for investigation. A visual inspection revealed that the jaws were bloody and burnt, and the heater was bowed out somewhat. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "intermittent power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).